Event description:
The facility reports the pt was helped into the active hoist. It was reported the pt cannot support herself. The pt became unwell and slipped out of the hoist. The pt lay on the floor and was helped into a normal chair by the carer. The doctor was called and x-rays taken, which showed a left lower leg fracture and right upper leg fracture. Both legs have been put in plaster.

Event description:
The facility reports the pt was helped into the active hoist. It was noted the pt cannot support herself. The pt became unwell and slipped out of the hoist. The pt lay on the floor and was helped into a normal chair by the carer. The doctor was called and x-rays taken, which showed a left lower leg fracture and right upper leg fracture. Both legs have been put in plaster.